Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data and provided images for the reported monopolar curved shears (mcs). Evaluation of the device data indicates there were no errors related to the reported mcs. The logs are not able to track the mechanical state of the mcs instrument. The use count of the mcs was one and the use life of one hundred and twenty minutes. Review of the provided images notes the first image shows the mcs where the front end of the instrument and shaft is visible and there is no visible defect. The second and third images show the view of the mcs within the body cavity and the error message: "arm 3:(caution) instrument not ready to withdraw. Double click instrument drive unit button to enable withdraw". The fourth image shows the distal end of the instrument with the serial number and product ID which match the reported information. Evaluation of the provided images for the reported monopolar curved shears noted no abnormalities associated with the reported conditions of instrument broken, no movement and device bent. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the provided images for the reported monopolar curved shears confirmed the reported condition of no instrument removal, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy, when the monopolar curved shears (mcs) was attempted to be removed from the patient through the port, the mcs metal silver ring was found near the front of the monopolar tip cover. The instrument stopped and would not retract. After a few attempts of inserting and removing and trying to double press the idu button to ensure the mcs was straight, the surgeon was finally able to take control and straighten the mcs. The mcs was attempted to be removed at this point and when the idu button was double pressed, instead of straightening the mcs it became bent at a weird angle. The mcs had to be removed using the broken instrument protocol and there was a concern that the mcs wouldn't be able to be removed at all as it felt like the mcs was stuck at the tip of the titanium port. The procedure was only delayed by approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy, when the monopolar curved shears (mcs) was attempted to be removed from the patient through the port the mcs metal silver ring was found near the front of the monopolar tip cover. The instrument stopped and would not retract. After a few attempts of inserting and removing and trying to double press the idu button to ensure the mcs was straight the surgeon was finally able to take control and straighten the mcs. The mcs was attempted to be removed at this point and when the idu button was double pressed, instead of straightening the mcs it became bent at a weird angle. The mcs had to be removed using the broken instrument protocol and there was a concern that the mcs wouldn't be able to be removed at all as it felt like the mcs was stuck at the tip of the titanium port. The procedure was only delayed by approximately 15 minutes. There was no patient injury.